Event description:
Legal complaint reported by (B)(6). Unknown hip asr resurfacing. Reason for revision: pain and suffering no lot numbers available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 9 nov 2015: rec'd medical records with additional reason for revision: loosening of the prosthesis (head), patient dob, surgeon, hip side - right.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 22 sep 2015: rec'd legal letter explaining this is the 1st revision of 3. The medical history of this patient is as follows: 1st revision (B)(6) 2007 (this com): resurfacing head ((B)(4)) revised only due to femoral neck fracture within 3 months ((B)(4)cup remained in situ). The head was replaced with an xl asr system . 2nd revision (B)(6) 2007 (com (B)(4)): g2 stem ((B)(4)) was revised due to femoral bone fracture during implantation. All other xl products remain in situ and a competitor's stem was implanted. 3rd revision (B)(6) 2011 (com (B)(4)): the reason for this revision was: discomfort, implant noise and elevated chronium levels. Patient demographics will be requested for this and the 2nd revision. Product information for the cup was updated. Also added crawfords reference number, hip side and changed implant and revision date. (B)(6) 2015.